Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21854. It was reported during the ipg revision surgery on (B)(6) 2020 (manufacturer reference number: 1627487-2020-21812), the leads at l4 and l5 were pulled accidently and hence, leads were explanted and replaced. Device replacement addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.